Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was damaged and there was moisture visible in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 8/01/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had three cracks. There was moisture observed inside the battery compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no evidence of moisture found in the pump.